Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last year.

Event description:
It was reported that the implantable pulse generator (ipg) had to be charged more often and would take longer to charge despite troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.